Manufacturer narrative:
Evaluation results: one level 1 normoflo irrigation fast flow systems (h-1100 series) was received in good condition. The device was manufactured in 2014. The device was visually inspected and it was determined that there was a crack in the return tube. This crack had leaked water and damaged multiple components. This issue confirmed the customer's complaint. Additional issues were also found with the pump component which had failed the flow rate tests. The return tube and the pump assembly were replaced as a result. The temperature was measured at 41.7 degrees after this measure was taken. This value was within tolerance. The device was confirmed to have passed all functional and electrical tests.

Event description:
Information was received that a smiths medical level 1 normoflo fluid warming device, irrigating system "will heat fine, but then flow stops and temp drops". No adverse effects were reported.